Manufacturer narrative:
Inspection of the device found a tear in the soft cannula. Due to the leakage, fluid was unable to pass through the entire fluid path. The timing and cause of the damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 400 mg/dl, while wearing the pod on the abdomen between 36 and 48 hours. No information was provided on how the hyperglycemia was treated.